Event description:
On (B)(6) 2012, the patient reported that a2 (battery low) alert was displayed on the infusion device and he changed the battery. After the battery change e8 (power interrupt) error was displayed and he was unable to clear the error by pressing the check button. He removed and reinserted the battery and e8 was displayed and none of the buttons were responsive. The keylock was not active. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.